Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a use error. Per the complaint information, patient was in initial drain and not connected. Follow up was done via phone. The patient stated that they completed therapy with manual supplies and informed their nurse. The patient stated they have continued therapy with no injury or medical intervention as a result of this incident. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) requesting assistance with the home choice (hc) machine during initial drain (I-drain). The hp stated they started the I-drain before connecting. The technical service representative (tsr) assisted with ending therapy. A follow up was done via phone call; the hp stated that they completed therapy with manual supplies and informed their nurse. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.